Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5063062.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2012 and the mesh was implanted. Following the procedure, the patient experienced a recurrent hernia and underwent a mesh removal on (B)(6) 2013. Additional information has been requested.